Event description:
On (B)(6) 2016 it was reported that the sales representative's personal usb cable for his tablet was malfunctioning. Troubleshooting was performed and the issue was resolved through replacement of the serial cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.,l

Manufacturer narrative:
(B)(4).